Event description:
Customer reported event desc: doctor cocked the biopince and it fired by itself while the doctor was holding it.

Manufacturer narrative:
We are unable to determine the root cause of the defect reported by the customer without investigating the sample. The customer is returning the samples to our facility for investigation. The device reported was manufactured by a supplier in sweden we no longer use. We now manufacture the device in house.